Event description:
The following information was reported: when deploying the mynx and bringing back the sheath some peg was still attached to the catheter/wire and the procedure was aborted. A small hematoma (less than 6 cm) then formed. Manual pressure was then applied for less than 30 minutes. No patient injury/complications. The patient was not hospitalized.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. A small piece of sealant grip tip was stuck to the catheter. The sealant was protruding from the shuttle cartridge side slit. Blood was observed on the distal end of sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp locks. The catheter, shuttle cartridge and introducer sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. The review of the lhr (lot f1406907) indicted that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.